Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr 3 repair record. As per customer's complaint of 200 ref 11 error code was displayed, unit was evaluated, many attempts of diagnostics and testing were performed; no problem was found. Scratched top plate, base plate and fascia were replaced, the membrane panel, fascia label, and vfd were replaced along with the fascia. Missing mounting foot were replaced. The unit passed all functional tests and is fully operational. Performed service bulletins (B)(4). A device history record could not be performed since the serial number reported is too old. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No DHR review will be done on this device as the device is too old. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that a vapr 3 was presenting with an error code (error code 200 ref 11) and they want to exchange it. There was no impact to surgery, patient impact, or surgical delay. The surgery was completed with another unit.